Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the femoral - femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. The physician attempted to remove the balloon protector, however the balloon part was detached from the device before the whole system entered into the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).